Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a secondary infusion was noted to be back flowing into the primary bag. When the primary flush was set to infuse it wouldn't drip unless it was placed close to the floor and then it started dripping as a bolus, like it was hung as gravity and not on the pump. There was no report of patient harm.